Manufacturer narrative:
Correction to the initial MDR in block b2. The device was returned to boston scientific for analysis. Visual and functional testing was performed and confirmed the complaint. The cam lobe on the spacer was significantly bent and there were abrasions on the surface of the actuator as well as minor damage to the spindle. However, functional testing was performed and the device performed acceptably. The damage to the device indicates that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction (spinous process). A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, it did not reveal any anomalies as it states: "do not force deployment or implant breakage or damage to bony structures may result" and "should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy (e.g., lamina, hypertrophic spinous process, etc.), and/or suboptimal implant positioning. Do not attempt to manipulate the position of the device by "gear-shifting" the inserter (i.e., gross cranial/caudal/lateral articulation, fig. 8h), as the mechanical advantage/leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy" finally "avoid application of excessive stress on instrumentation", and "if resistance is encountered, or if device position is suboptimal, completely reverse-deploy (close) the implant before repositioning and redeployment" is noted within the IFU as a potential complication associated with the use of the device. A risk review was completed and confirmed that the event of a defective device, cancelled/rescheduled - post sedation/sedation unknown, delay to treatment/therapy, and no clinical signs, symptoms or conditions was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all available information, boston scientific confirms the complaint. The most probable root cause for the complaint is an unintended use error caused or contributed to event.

Event description:
It was reported that the superion indirect decompression (ID) spacer broke during the procedure. The patient had their procedure aborted due to device malfunction per the physicians assessment. The patient did well post-operatively.

Event description:
It was reported that the superion indirect decompression (ID) spacer broke during the procedure. The patient had their procedure aborted due to device malfunction per the physicians assessment. The patient did well post-operatively.